Manufacturer narrative:
Nurse call cable.

Event description:
It was reported by service report that the cable was damaged beyond use. There was pt involvement, however, no adverse consequences are reported.